Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using an ilet system with a 23-inch, 6 mm infusion set, with a highest recorded value of 204 mg/dl over approximately three hours without device alerts or visible supply issues, and the system subsequently lowered glucose to 143 mg/dl without supply changes. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no hospitalization. Investigation included telephone-based troubleshooting and education regarding observation of infusion set function and allowing the device algorithm time to correct glucose. Investigation of this case revealed no device alarms and no observed infusion set failures, with glucose correction achieved by the device, so the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.